Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that after the implant procedure of this left ventricular (lv) this patient developed a pneumothrax. A drain was applied to drain the fluid. The lead remains implanted.